Event description:
It was reported that cartridge was damaged when one wing of vial adapter broke off and caller was unable to complete loading for insulin delivery, with issue occurring once. There was no adverse impact to the customer's blood glucose level. Caller changed cartridge, successfully resumed insulin therapy, and customer technical support arranged replacement cartridge through return process, which caller acknowledged and understood.